Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding their pump which was used to deliver morphine (15 mg/ml at 0.7 mg/day). The indication for use was non-malignant pain and failed back surgery. On (B)(6) 2016 the consumer reported they were having an MRI due to symptoms unrelated to the pump of therapy. It was noted that the patient has had arthritis since 1999 and has had right knee issues, was barely walking and their back was hurting since (B)(6) 2015. The consumer also reported having titanium rods and screws. Additional information was reported by a healthcare professional (hcp) via a company representative. On (B)(6) 2016 the pump and catheter were explanted. The patient had complained that the pump did not help their pain and they had pain at the pump site. The rep was not aware of any troubleshooting or diagnostics being performed related to the issue. The event was resolved and the patient was alive with no injury at the time of the report. Further follow up was done to determine the cause of the patient's pain and lack of therapy.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated pump failure and catheter failure had occurred. No event date was specified. No further complications were reported/anticipated.

Event description:
Additional information was received from the health care provider. It was noted that the cause of pain at the pump pocket site and lack of pain relief was unknown and waddell's respectively. The patient had no pain relief except with oral pain medications even with multiple opiates and doses in the pump.